Manufacturer narrative:
(B)(6). The system was evaluated by a field service engineer and replaced the joystick. All modes of operation and calibrations were verified and no failures were detected. The unit complied with all factory settings. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that when surgeon brought the gantry down to dock on the patient's eye, the gantry did not stop moving downwards when the surgeon let go of the joystick. When he noticed it had not stopped moving downwards, he lost suction and turned the joystick to move the system upwards off the eye. The joystick moved upwards but did not stop moving upwards once he let go. This occurred while patient was on the bed and the patient interface was attached to the loading deck. The patient was moved to another site with a 4 hour delay and treated with no issues. There was no patient injury as a result of the event.